Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and the right ventricular (rv) lead exhibited undersensing, diminished r waves and oversensing of atrial signal. Both leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.